Event description:
Boston scientific crm received information from the patient's wife that this patient passed away almost one year ago. It was noted that the patient expired due to an acute myocardial infarction and the pacemaker was reportedly not working at that time.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.